Event description:
(B)(4). I've been having increase migraine headaches; before may be once a year; now I'm at about 2 per month, I've started to have heavy menstruations before 2-3 days, now 7-8 days, also pelvic pain, low sex drive, depression, carpal tunnel syndrome, I've had bilateral carpal tunnel release. Depression, blurred vision, sour taste to mouth.